Event description:
It was reported to boston scientific corporation that a gemini basket was to be used for a procedure on (B)(6) 2018. According to the complainant, during unpacking, a hair was found in the packaging. There were no serious injury or adverse patient effects reported as a result of this event. Attempts to obtain further information have been unsuccessful to date, should any relevant information become available, a supplemental report will be filed.

Manufacturer narrative:
H6: device problem code 2944 captures the reported event of foreign matter in device packaging. H10: investigation results: an 11mm gemini device was returned for analysis. It was received closed/sealed and packaged inside its original pouch. A visual analysis of the returned device revealed that the sealed section of the pouch was in good condition and no damages were noted, however, a hair was found inside the pouch. It was concluded based on the information available and the analysis performed to the returned device that the investigation conclusion code for this complaint will be documented as manufacturing deficiency. There is an investigation opened to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini basket was to be used for a procedure on (B)(6) 2018. According to the complainant, during unpacking, a hair was found in the packaging. There were no serious injury or adverse patient effects reported as a result of this event. Attempts to obtain further information have been unsuccessful to date, should any relevant information become available, a supplemental report will be filed.